Manufacturer narrative:
The technician found the side rail roller guide was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail roller guide to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not stay up. The bed was located in ed 06 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).